Event description:
Erratic readings on his one touch ultrasmart meter. On april 25, 2006 around 1:00pm the patient was sweaty and hot. He tested his blood glucose and received a 198 mg/dl and 11-20 minutes later retested and received a 428 mg/dl. In between the readings the patient did not try to treat himself. Due to the discrepancy in the readings the patient visited his physician. His physician treated him with 90u of humalog 75/25. It is not known why this amount of insulin was given. The patient threw the subject meter away because his physician gave him a new meter. The patient did not have the subject vial of test strips he was using 23 days ago therefore, the customer care advocate (cca) was unable to troubleshoot his test strips. In another complaint the patient mentioned that the subject test strips failed using the control solution (high end). There is no information on whether the test strips failed twice using the control solution. Per patient he was using the correct vial of test strips and control solution. The technique of applying blood on the test strip was correct. A customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's blood glucose readings prior to the incident, his diabetes regimen, how long the patient was experiencing the symptoms, reading on the physician's meter and the time difference on the patient's meter and the physician's meter. The complaint is being reported since because a medical professional treated the patient with insulin after obtaining two glucose results that do not meet lifescan's specifications for precision.